Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The progress guide wire referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous (270% curve), moderately calcified left anterior descending (lad) artery. The balance middleweight (bmw) guide wire was strictly being used as a support wire. During use of progress 140t guide wire and non-abbott microcatheter in the chronically totally occluded circumflex, a perforation occurred which required treatment over the left main/lad with a covered stent. Post-stent deployment it was observed that the guide wire appeared unravelled and after retraction the tip of guide wire remained in the lad, where it remains as attempts to remove the separated piece were unsuccessful. The patient is reported to have no ill effects. No additional information was provided.